Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient currently receiving hydromorphone (2.0 mg/ml at 0.6610 mg/day), bupivacaine (10.0 mg/ml at 3.305 mg/day), droperidol (100.0 mcg/ml at 33.05 mcg/day), and clonidine (100.0 mcg/ml at 33.05 mcg/day) via an implanted pump. The indication for pump use was malignant pain (head/neck). On (B)(6) 2016 it was reported that the patient had increased pain secondary to an empty reservoir due to patient non-compliance. On (B)(6) 2015 the patient reported increased pain. Device interrogation indicated an empty pump reservoir. The pump logs indicated that the low reservoir alarm occurred on (B)(6) 2015. The empty reservoir alarm occurred on (B)(6) 2015. On (B)(6) 2015 the pump was refilled. The event outcome was noted to be "resolved without sequelae (B)(6) 2015". The event was related to the device or therapy, not related to the implant procedure, and related to the drugs hydromorphone, bupivacaine, and clonidine. The drug action that caused the event was "empty pump reservoir".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.